Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the hospital with severe bradycardia. High rv threshold measurements and loss of capture were noted. The patient received a temporary pacemaker, and the device outputs were reprogrammed. No additional adverse patient effects were reported. The lead remains in service.